Event description:
On 08/28/2025, it was reported by a sales representative via (B)(4) that an ar-8850ds nanoscopic release system dialator cut the distal portion of transverse ligament making the visual of the scope unworkable. This occurred during use in a case with no patient effect. The case was completed by converting to an open procedure.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause of the reported issue is attributed to use-related factors, specifically unintended mechanical interaction between the ar-8850ds nanoscopic release system dilator and the transverse ligament during advancement, resulting in an unintended cut to the distal portion of the ligament and loss of visualization.